Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that insulin pump was not working. The insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they had tried all remedies for insulin flow block alarm. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).